Event description:
It was reported that the customer's insulin pump went back to the rewind loop when his mother was filling the tubing. Customer's blood glucose level was 341 mg/dl. Customer stated that he was able to exit the preparing prime loop. Troubleshooting was performed and the customer stated that the drive support cap was sticking out. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.